Event description:
It was reported that the rota burr was stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm rotapro and rotawire were selected for use. During the procedure, upon removal, the rota burr got stuck with the rotawire. Both devices were removed together as one unit. The procedure was completed with another of the same device. There was no patient complications reported post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual inspection of the device did not identify any damages or defects. Analysis was performed using the returned rotawire. During testing, the returned wire was able to be removed with resistance but was not able to be reinserted due to a kink in the wire. In order to confirm the functionality of the rotapro device, further functional testing was completed with a test rotawire. The wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues. No other issues were identified during the product analysis.

Event description:
It was reported that the rota burr was stuck with the rotawire. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm rotapro and rotawire were selected for use. During the procedure, upon removal, the rota burr got stuck with the rotawire. Both devices were removed together as one unit. The procedure was completed with another of the same device. There was no patient complications reported post procedure.